Manufacturer narrative:
(B)(4). Customer tested with cuvette lot# m2p3c128. Method: actual device evaluated (instrument). Cuvette device history records reviewed and found to meet specifications. Result: complaint was not confirmed through the instrument evaluation. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant patient results with the protime microcoagulation system. Protime test generated 5.4 inr result and a repeated test generated 5.4 inr. Reference laboratory result was 1.8 inr. Patient's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.